Event description:
It was reported that a cartridge alarm 16 occurred during the loading sequence and that air bubbles were observed within the infusion set tubing. A supply change was performed to resolve the issues. Customer's blood glucose level was 132-143 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.